Manufacturer narrative:
It was reported the ipg would not communicate with the external devices following a unrelated surgical procedure. The patient stated the ipg was placed in surgery mode prior to the surgery. The cp logs were analyzed and showed the ipg not to be in service app mode. The issue was resolved through troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and the ipg was able to provide therapy.